Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to an interconnection flex cable that was not properly seated. The flex cable was reseated to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 196" message. Complainant indicated that there was no patient involvement in the reported malfunction.